Manufacturer narrative:
Patient ID was not provided for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the devices were used in implant surgery for proximal femoral trochanteric fracture on (B)(6) 2018. After the surgeon inserted pfna blade with impactor, the impactor spun around and could not lock the blade, and even could not detach the impactor from the blade. The surgeon could finally detach the impactor but had to leave an impactor¿s broken tip (approximately 7mm long) which had stuck with the blade in the patient¿s body. With the help of additional local anesthesia, the surgery was completed with a 60-minutes delay. The surgeon commented that the broken tip in the body might not cause an adverse effect to the patient, but a blade explant, which will be performed at another hospital, would be concerning. Concomitant device reported: pfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) impactor for pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 356.823. Lot no.: 2145325. Manufacturing location: bettlach. Release to warehouse date: 10.jun.2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The evaluation has shown that the tip of the impactor is about 1mm below the end cap broken off as complained. In general is the device in a very used condition, there are many stress marks all over the shaft, there are many nicks all over the handle, there are hammering marks on the top of the device and as well at the bottom where the attach/lock marking is. The due the damage not all relevant dimension could be verified at the fracture face, the inner diameter was checked and found within the specification. The manufacturing documents were reviewed and it was found that the device was manufactured in june 2005 according to the specification. The fracture face is homogeneous which indicates material conformity. These findings, the age and the very used condition of the device let us exclude a manufacturing related issue. Due to the complaint description we assume that a mechanical overload during the blade/impactor disassembly attempt caused the breakage of the impactor. Regarding the spinning around and locking issue no statement can be made as without the blade and the tip of the impactor no evaluation can be performed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed for this impactor as no product related issue could be detected. Checked dimensions: inner diameter: specification 3.4mm +/-0.05 / measured: 3.39mm = pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.